Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.

Event description:
The surgeon reported to our sales rep that a gamma 3 nail is broken and that the patient had, therefore, a revision surgery.